Event description:
It was reported that the patient was suffering low physical endurance. Loss of capture was observed during follow-up. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly. The analysis revealed that the ipg switched into the safety backup mode on september 5, 2025 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. The ability of the device to deliver therapies is not affected by the safety mechanism. Please note, in the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. The pacemaker was successfully re-initialized on october 9, 2025. After re-initialization the eri battery status was activated. Based on the available device data, the activation of the eri battery status was proven to be normal and as expected. There was no indication of a device malfunction or an early battery depletion. Moreover, the available data indicated that on october 23, 2025, the following parameters were manually programmed: vvi 30 bpm 0.2v @ 0.1ms. It is reasonable to conclude that the reported loss of capture resulted from the aforementioned manually programmed parameters. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The device was successfully re-initialized.